Manufacturer narrative:
For 2 events the investigation could not identify a product problem. The cause of the event could not be determined. The follow up/corrective action for 1 event was that the field service representative could not find a cause and could not reproduce the issue. He verified proper rinse and alignment of the probe, bead mixer, and sipper probe. He ran performance testing which was all within specifications. There was no follow up/corrective action for 1 event. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. High results were generated by the cobas e 411 rack analyzer. The events involved a total of 3 patients with the following: 2 erroneous results for elecsys estradiol iii assay, 1 erroneous result for elecsys anti-tshr immunoassay. The patient age was (B)(6). The patient was male.